Event description:
It was reported that the patient presented to a hospital with syncope. Then loss of capture was seen on the monitor. Higher thresholds and sensing changes were also reported. The patient was transferred to another hospital. The non-capture and sensing changes could not be reproduced with isometrics. Fluoroscopy revealed the right atrial (ra) and right ventricular (rv) leads were wrapped into a coil, with a nice bend. A new system was implanted on the right side, as the left side was occluded. The original system is still implanted, with all therapy turned off. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that the patient presented to a hospital with syncope. Then loss of capture was seen on the monitor. Higher thresholds and sensing changes were also reported. The patient was transferred to another hospital. The non-capture and sensing changes could not be reproduced with isometrics. Fluoroscopy revealed the right atrial (ra) and right ventricular (rv) leads were wrapped into a coil, with a nice bend. A new system was implanted on the right side, as the left side was occluded. The original system is still implanted, with all therapy turned off. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was received which reported that this lead was later surgically abandoned. No additional adverse patient effects were reported.